Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, coronary diagnostic procedure was scheduled, and the procedure was aborted. Analysis of the system logs could not confirm a malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the shutters were not responding when tried operating it from the table side operating(tso) imaging module. Fse replaced the imaging module and the part was returned for analysis. Part analysis confirmed that frontal shutter joystick function of the imaging module was unresponsive. After replacement of imaging module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the shutters could not be opened. The system was in clinical use. No user or harm has been reported, however the patient was moved to another lab. A philips field service engineer (fse) visited the site and replaced the imaging module. The device was returned to expected functionality.